Event description:
Clinic spectrum health device clinic caller is asking for interpretation of (B)(6) 2022 carelink transmission due to rv undersensing of pvc. Per lead trending r wave is small and variable. There is intermittent undersensing of pvcs on current egm. There are intrinsic ventricular events on the current egm and 2 are undersensed. There is also a episode with one undersensing ventricular event on (B)(6) 2022. Discussed in clinic evaluation and may want to consider increasing rv sensitivity if it remains in the bipolar configuration. May also want to assess unipolar sensing to see if that is better. Discussed nominal unipolar sensitivity as well as increase for oversensing myopotentials in the unipolar configurations. Discussed due to patient's dependence it may be difficult to assess sensing in the clinic. He states the last time patient was in the clinic underlying rhythm at that time was af with ventricular response in the 30's and r wave was l.6mv. Discussed that the current .9mv rv sensitivity does not provide a 2x sensing safety margin from the last in clinic r wave. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).